Manufacturer narrative:
It was reported that a patient underwent placement of a optease vena cava filter. Approximately nine months post implantation the patient underwent an updated computerized tomography (CT) scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted, had caused extensive clotting/occlusion of the inferior vena cava (ivc) and at least six struts were significantly perforating the inferior vena cava (ivc). Approximately one- month post implant there was an unsuccessful attempt to retrieve the device. The patient became aware of these issues at that time, in addition to one portion of the fractured filter being retained in the patient¿s thigh. As a result of these allegations the patient is reported to suffer psychological injuries. The potential threat of the ivc filter taking his life is agonizing and limiting. The patient questions daily, routine activities like driving to the store and taking a walk around the block out of fear that one wrong move could cause severe harm. Additionally, the patient is not able to travel via airplane or long duration car rides because these types of environments could also cause severe harm. The patient¿s medical history has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, thrombosis in the filter and occlusion of the ivc do not represent a device malfunction, rather clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. As the patient¿s medical history has not been provided, it is not possible to determine a relationship between the events and the device. Without procedural films or post-implant images for review, the reported filter fracture, tilt, and perforation of the ivc could not be confirmed. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received from the patient profile form there is a fracture of the filter with one portion retained in the right thigh, tilt and it is unable to be removed one month after placement. The patient suffers psychological injuries. The potential threat of the ivc filter taking his life is agonizing and limiting. He questions daily, routine activities like driving to the store and taking a walk around the block out of fear that m. Additionally, the patient is not able to travel via airplane or long duration car rides because these types of environments could also cause severe harm. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Device remains implanted . As reported, the patient underwent placement of an optease vena cava filter approximately nine months post implantation the patient underwent an updated CT scan which revealed that the filter has subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted, had caused extensive clotting/occlusion of the inferior vena cava (ivc) and at least six struts were significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and vessel occlusion, do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films for review, the reported filter tilt and perforation could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants¿ optease vena cava filter approximately nine months post implantation the patient underwent an updated CT scan which revealed that the filter has subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted, had caused extensive clotting/occlusion of the inferior vena cava (ivc) and at least six struts were significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses pain and suffering, and other damages.